Event description:
Consumer called stating that the metal shaft where the brush head attaches is loose and the brush head does not stay in place. No injury reported.

Manufacturer narrative:
Manufacturer report number entered incorrectly; correct manufacturer report number is 3026630-2018-00275, (B)(4).